Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left arteriovenous fistula. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a 5-40 non-bsc device. No patient complications nor injuries were reported.